Manufacturer narrative:
Investigation: based on the review of the device history records and product complaint details atrium can find no fault with the product. This lot of v-patch mesh passed all quality and performance requirement. The sterility records indicate that the lot in question was properly sterilized. Clinical evaluation: an inguinal hernia occurs when tissue, such as part of the intestine, protrudes through a weak spot in the lower abdominal muscles. It doesn't improve on its own and can lead to life-threatening complications. Surgery is recommended to repair an inguinal hernia that's painful or enlarging. Inguinal hernia repair is a common surgical procedure. The types of bacteria described in this complaint are hospital acquired infections. Hospital-acquired infections are caused by viral, bacterial, and fungal pathogens; the most common types are bloodstream infection (bsi), pneumonia (eg, ventilator-associated pneumonia [vap]), urinary tract infection (uti), and surgical site infection (ssi). Any surgery that causes a break in the skin can lead to a postoperative infection. Doctors call these infections surgical site infections (ssis) because they occur on the part of the body where the surgery took place. Microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. The v-patch is provided sterile. The packaging must be inspected prior to use to ensure its integrity. The instructions for use (IFU) states do not use if the package is damaged or opened' and advises that the handling of the mesh should be with clean sterile gloves and/or instruments. The IFU also states that "complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, and infection."

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.

Event description:
Received a report of infection after mesh was implanted.